Event description:
It was reported there was a problem recharging. There was trouble coupling and/or communication issues. Pt left stimulation off for 6 months and an overdischarge was suspected. The device was explanted (B)(6) 2011 and a new device was implanted. The device quit working and they were unable to make any communication so the hcp decided to replace the battery. Since reimplant, the pt had good stimulation. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37712 serial# (B)(4) showed no significant anomalies. The device was functionally ok, but the battery had reduced capacity due to overdischarge. No telemetry was observed with a clinician programmer. No output was observed on any electrode pair tested with a known good lead. The device did not sync with a patient programmer, and was unable to perform a normal recharge with a recharger. A power on reset (por) occurred and the device was recharged using a physician mode recharge (pmr). A normal recharge session was performed. Good, stable output was then observed on each electrode. A non-standard test was done to address the complaint related to trouble with recharging. Recharging of the device was done at spacings of 0 cm, 1 cm, 2 cm, and 3 cm to see how many coupling bars could be obtained. At 0 cm there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good neurostimulator, indicating that the device was working correctly with a recharger.